Manufacturer narrative:
A1: patient identifier: requested, not provided, a2: age & date of birth: requested, not provided, a3a: sex: requested, not provided, a4: weight: requested, not provided, a5: ethnicity: requested, not provided, a6: race: requested, not provided, d4: lot #: requested, not provided, d4: expiration date: unknown, as the involved lot # was not provided, d4: UDI: unknown, as the involved lot # was not provided, d6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e3: occupation: tech, h4: device manufacture date: unknown, as the involved lot # was not provided. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: approximately 12ml of air was inserted into the tr band. When it was time to remove the initial 3ml out, there was no air in the band. They inserted 10ml back into the band, waited fifteen (15) minutes and it was empty again. The procedure performed was a left heart cath. The patient was stable, and there was no bleeding. Ambient pressure of tr band was left on for two hours. The location of the leak was unknown. After checking the band twice and a period of time had passed, the band had zero air.